Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during inflation at below rated burst pressure, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.